Manufacturer narrative:
D1: corrected. H6: added health effect - clinical code, medical device problem code and type of investigation. The reason for the revision reported cannot be confirmed from the information provided but may be the result of prosthesis wear, decreased range of motion, or due to inclusion of the polyethylene in the packaging recall. Additionally, a contributing factor to the reported wear may have been the result of being packaged in a non-conforming vacuum bag for more than five years. Potential contributions of user and patient-related considerations to the event could not be assessed as the devices were not available for evaluation and images, radiographs, and relevant clinical information were not provided.

Event description:
Legal case ¿ USA (mdl no. 3044) (B)(4) is associated with this case. It was reported via legal documentation that approximately 89 months after a left total knee replacement procedure, the patient underwent a revision procedure to address prosthesis wear, pain, swelling, stiffness, loss of motion, weakness, difficulty ambulating, surgical revision. No further issues or complications were reported. No additional information is available.

Manufacturer narrative:
Concomitant devices : (2300245) 204-38-08 - stem extension 80l x18 mm. (2862582) 204-63-08 - tibial augment block 1/2-sz 3 8mm. (3912196) 204-04-43 - trapezoid tibial tray sz 4f/3t. (4015502) 204-70-00 - tibial stem ext. Screw. (4092351) 200-02-32 - three peg patella 32mm. The product associated with the reported event is within the scope of recall [enter recall z-0019-2022 however, there is insufficient information to evaluate whether the subject issue of the recall was a cause or contributor to the reported event. The device was not returned for evaluation and no medical or other records containing treatment information or patient information have been received; therefore, the reported event cannot be confirmed, nor can the circumstances or potential causes or contributors to the alleged event be evaluated. Should additional, material information become available that permits more analysis or conclusions, a supplemental report will be filed accordingly.